Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8711, serial # (B)(4), implanted: (B)(6) 2007, product type catheter.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a consumer receiving morphine [60 mg/ml] at an unknown rate and bupivacaine [15 mg/ml] at an unknown rate via intrathecal drug delivery pump for failed back surgery syndrome and spinal pain. It was reported that the patient has poor pain relief because she has not been receiving drug through the pump since (B)(6) 2016. The patient had a spinal fusion procedure and was filled with saline and set to a low rate back in december. The entire catheter was replaced on (B)(6) 2017. The catheter was replaced because the existing one was severed during a spine fusion procedure 5 months ago and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.